Manufacturer narrative:
Clarification/correction to b5 description of event and h6 adverse event problem: there was never a report of rupture against the device in this record. The initial report only mentioned capsular contracture baker grade ii. This record is no longer reportable to the FDA and will be un-reported.

Event description:
Healthcare professional reported ¿slight cap con [baker grade] ii¿. This record is for the right side. The device was explanted.

Event description:
Healthcare professional reported ¿rupture¿. This record is for the right side. The device was explanted and replaced. It will not be returned.

Manufacturer narrative:
E1. Zip code continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.